Event description:
It was reported to philips that the system experienced infinite reboot issue on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Software reinstalled; system functionality verified. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).